Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called 911 and was hospitalized with hyperglycemia on (B)(6) 2025. The patient's mother stated that the patient¿s blood glucose (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was also reported that the needle did not deploy. Symptoms reported were high glucose levels which indicates a failure of the needle mechanism to deploy as intended during activation. The patient was treated with an intravenous insulin drip. The patient was released the following day on (B)(6) 2025. The pod was removed at the hospital.